Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that the tubing on the system had sheared off near the 3-way tap. As a result, the system was removed and replaced immediately with a new eds 3 drainage system.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the device was visually inspected and confirms that the tubing has come away from the 3 way stopcock and the needless port. Glue traces were noted on stopcock, needless port and tubing. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records confirmed the device conformed to the specifications when released to stock. CAPA-(B)(4) has been opened for further investigation and trends will be monitored for this and similar complaints. At the present time this complaint is closed.